Event description:
Event description guidant received information that these implantable transvenous defibrillation and coronary sinus leads dislodged approximately one month post-implant due to twiddler's syndrome.